Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient admitted to ICU for number of unrelated reasons. Upon evaluation it was noted that the patient experienced inappropriate shocks and atp (antitachycardia pacing) for atrial fibrillation(af) with rapid ventricular response (rvr). The recommended programming changes were done. The patient was stable.